Event description:
Pt undergoing right ankle arthroscopic procedure using video. During use, the top of the arthrowand shattered. Graspers and shaver tip used to remove all apparent / visible pieces. Collected pieces. Arthrowand short bevel 35, 2.3 mm with integrated cable ref # ac2823-01; lot # r122920-a. (B)(4).